Event description:
It was reported that the pt reportedly experienced short battery life on the external equipment and a loss of lock with her device. External equipment was exchanged and programming adjustment was made. However, the problem was not resolved. Testing confirmed that the device is not functioning. The pt's device was explanted, and the pt was reimplanted with another advanced bionics device.